Event description:
It was reported by the plaintiff's attorney that on an unspecified date, the plaintiff was implanted with an ams sparc sling system to treat stress urinary incontinence. The plaintiff's attorney alleged that the product caused the "plaintiff severe and permanent bodily injuries and significant mental and physical pain and suffering, including but not limited to bladder incontinence, vaginal infection, general pelvic pain, dyspareunia, recurrence of prolapse" "infection or inflammation, tissue abrasion, and other severe adverse health consequences."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.